Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that last week she had elevated blood glucose readings in the 300's mg/dl. She took 5-6 units of insulin and her levels decreased to the 280's mg/dl. She bolused an additional 4 more units of insulin. Her symptom was frequent urination. She said she had not checked her blood glucose this morning but she felt fine and her last reading was in the 200's mg/dl. The patient had not changed the time on her insulin infusion device to daylight savings time and was assisted in doing so. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.